Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested but unavailable: what were the indications for surgery? Did the patient undergo chemo or radiation therapy prior to procedure? When was the leak identified? What were the results of the bronchoscopy? Was the site of the leak identified? Were there any allegations of malformed staples? Was a reoperation necessary? What is the current patient status?

Event description:
It was reported that during a right upper lobectomy procedure, two days post-op, it was reported to the rep that the surgeon had a "major" air leak. I spoke with him personally the third day post op and he said that he was not sure where the leak was coming from but suspected that it was on the fissure. He will be doing a bronchoscopy on the patient and will hopefully know more. During the case he used a powered compact 60, three green gsts on lung tissue, one blue gst on fissure and one gold gst on bronchus.

Manufacturer narrative:
(B)(4). Additional information requested and received: what were the indications for surgery? Right upper lobectomy. Did the patient undergo chemo or radiation therapy prior to procedure? No. When was the leak identified? Within 12 hours. What were the results of the bronchoscopy? Was the site of the leak identified? Leak was identified adjacent to the staple line on the fissure. Were there any allegations of malformed staples? No. Was a reoperation necessary? Yes, patient was taken back and the staple lines were over sewed. What is the current patient status? Patient is doing well now. Do you believe the outcome was based on the stapler? He did not know. He said that it looked like the lung tissue pulled out of the staple line.